Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd micro-fine¿ plus pen needle was unable to deliver medication. The following information was provided by the initial reporter : the patient brought the affected product to the pharmacy and reported that the drug solution did not come out.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 29-mar-2022. H6: investigation summary one open 32g x 4mm pen needle sample and four photos were returned from an unknown lot. No., cat. No. 320136. A clog test was carried out on the returned sample as per q-sop-183-dl and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that 1 bd micro-fine¿ plus pen needle was unable to deliver medication. The following information was provided by the initial reporter : the patient brought the affected product to the pharmacy and reported that the drug solution did not come out.